Manufacturer narrative:
Continuation of d10: product ID: 3387s-40, lot# va19we0, implanted: (B)(6) 2017, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(6), ubd: 05-jul-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient (pt) needs a MRI. Healthcare provider (hcp) states pt has 2 dbs systems. Hcp states pt is scheduled for surgery for a lead or dbs system replacement but MRI is needed prior to the surgery. Hcp states pt reported that the reason for the surgery is b/c one of the leads is "faulty" and is not delivering therapy. Hcp states they believe the lead has been faulty "since the beginning" and was never checked. Hcp inquiring if they can proceed with scanning. Hcp noted they were able to put both systems into MRI mode but they are not sure if a system integrity was done. Agent recommended doing a system integrity test for both systems to confirm if pt is eligible for MRI, reviewed lead integrity may affect scan eligibility. When asked for information to identify the faulty lead, hcp noted that pt could "feel" the one on the right side when MRI mode was activated so hcp assumes the faulty lead is on the left side. Event date provided: 2020 or 2023.